Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in posterior side assessed as fold flaw opening and two patterns along the same edge (anterior and radius) assessed as smooth opening. Additional observations: creases are observed. Wear abrasion are observed. Stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.